Event description:
Analysis of the returned device found that the main coil detached from the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The main coil could not be advanced out of the introducer sheath, severe friction was noted. It was also noted that the main coil was broken from the pusher wire. Therefore the introducer sheath was cut where the coil broke off from the pusher wire and then the distal part of the delivery wire including the main junction was advanced out. The introducer sheath was also cut at the distal end of the main coil and the zap tip was exposed. The main coil was not attached to the main junction, it was broken off. The main coil was noted to be severely stretched. A functional test could not be performed due to the condition of the coil. From the information available and the investigation it is most likely that operational context was the cause of the reported event.